Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Technical support decided to replace the pump with a new one that includes updated software. The customer was informed about the process of putting the current pump into storage mode and returning it within 10 days using a provided return box and label. Training for the new pump would be available in the customer's source account, and they understood the instructions provided by the support team.